Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and the motor error alarm test.

Event description:
It was reported that the customer received no delivery alarm and an a-35 alarm. Troubleshooting was performed. The insulin pump kept alarming and was stuck during the rewind test.